Manufacturer narrative:
The service didn't find any malfunction, but the pump was very dirty and without the battery compartment: for this reason it underwent a cleaning and maintenance service, with the replacement of broken external parts when needed (e.g. Labels, case, battery compartment). Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,) submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pump gave a continuous alarm and that the battery compartment was missing.